Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d4, d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported rattling failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the rattling can be traced to component failure of the mount. Olympus will continue to monitor field performance for this device.

Event description:
No additional info received from customer.

Event description:
It was reported that the video adapter has a rattling eyepiece. The event occurred during reprocessing. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.